Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information, no additional details were able to be provided from the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six (6) years, nine (9) months post-implantation of this 23mm bioprosthetic aortic heart valve implanted into the pulmonic position, a 23mm transcatheter valve was implanted (valve-in-valve) due to degeneration. As reported, the transcatheter deployment was successful and no additional details were provided.